Event description:
It was reported that during start up the ht70 ventilator alarm generated a " date has reset please replace coin battery" message. There was no patient involvement. The service engineer replaced the coin battery and the control printed circuit board. The ventilator was found to be in working condition.